Event description:
It was reported that a customer experienced an issue with the battery of their device depleting too quickly. There was no reported impact on the customer¿s blood glucose level. No additional information was received regarding any corrective actions taken or outcomes of the event.